Event description:
Healthcare professional reported "after te implantation on november 11, rupture [deflation] was suspected on november 20" for unknown side. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.